Event description:
It was reported that the pt needed to have the pump replaced due to the battery. The pt was on oral baclofen and experienced seizures. The report indicated that the physician stated that the seizures were probably due to the oral baclofen. The pt had recently moved and health coverage had changed. The concentration and daily dose of baclofen being delivered via the pump were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.